Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 27 previously reported events are included in this follow-up record. Product return status: 24 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 27 malfunction events in which the device had run-on. 27 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 27 previously reported events are included in this follow-up record. Product return status: 25 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 27 malfunction events in which the device had run-on. 27 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 27 events were reported for this quarter. Product return status: 27 device investigation types have not yet been determined. 27 devices were not labeled for single-use. 27 devices were not reprocessed or reused.

Event description:
This report summarizes 27 malfunction events in which the device had run-on. 27 events had no patient involvement; no patient impact.